Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that balloon deflation difficulty occurred. A 3.00mm x 10mm flextome® cutting balloon® was selected for use. During procedure, it was noted that the balloon had difficulty deflating. Furthermore, it was noted that the balloon would not re-fold after deflation. No patient complications were reported and patient's status was good.